Event description:
Information received indicates, the bed has no power.

Manufacturer narrative:
A technician found the f2 fuse on the power control module was blown. The technician replaced the fuse to repair the bed.